Manufacturer narrative:
Investigation: defect: bolt/screw inside the syringe (foreign matter). It has been received 1 picture for investigation. On visual inspection of the picture received it can be observed a bolt inside a 50ll syringe. DHR of lot 1611354p has been reviewed not finding any annotation or deviation regarding this defect. (B)(4). A definitive root cause cannot be determined however the incident is reported to area manager.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It was reported that a foreign matter (screw) was found inside a bd plastipak¿ 50ml luer lok syringe - non sterile, before use. There was no report of serious injury or medical intervention.